Event description:
A peritoneal dialysis patient has reported that she was not able to connect to the first connector on the peritoneal dialysis treatment set. There is no report of patient injury. A sample is available.